Event description:
It was reported that during the device check, there was lead warning because the atrial lead impedance and the ventricular lead impedance had been abnormal. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).